Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty filling the infusion tubing during a supply change, with no drops observed during the press-and-hold step despite advancing approximately 120 units while disconnected; the user had attached the connector before inserting the cartridge, noted the smell of insulin, and was guided to replace all supplies, after which drops were observed and insulin delivery resumed. Symptoms included hyperglycemia with a peak of 318 mg/dl and sustained elevation above 180 mg/dl for approximately 5¿6 hours, without signs of ketosis, loss of consciousness, or other acute complications. Outcomes included no use of backup therapy, no medical intervention, and recovery with troubleshooting and education. Investigation included remote assessment and guided reassembly with a full supply change. Investigation of this case revealed that the infusion set and cartridge were deployed incorrectly, with the connector attached prior to cartridge insertion causing a likely leak at the connector and failure to fill the tubing. It was concluded, based on previously established findings for similar reports, that user setup error was the cause.